Event description:
Reference number (B)(4). Event occurred in egypt. On (B)(6) 2024, patient's mother reported that the patient was hospitalized due to lost consciousness and high blood glucose levels. The patient mother also reported that the patient's blood glucose levels while admitting the hospital was 585 mg/dl. The patient was in hospital for 24 hours and received IV insulin drip and overnight. The patient also had ketones. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: egypt